Event description:
It was reported that during service and repair pre-testing it was discovered that the attachment device had "high temperature". This event was not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.